Event description:
This is an addendum to a previously submitted concern regarding the endocheck product ((B)(4)). Rec'd (B)(6) 2012: the medical center found that part of a cut wire from the product remained in a bronchoscope after reprocessing and started to protrude from the scope during a procedure. The scope was removed before the wire could cause any injury to the pt. The instructions regarding the use of this product were/are written in a way that is difficult to understand and follow. The instructions, prior to the medical center contacting the manufacturer, did not address how the tube and wire should be removed from the endoscope after the cotton swab has been cut off. After reporting the problem directly to the manufacturer, a line was added in the direction instructing the use to "pull the wire out from the distal tip." While our rca team agrees that this is the correct way to remove the wire, the language does not reflect that there is both a clear tube and a wire associated with the product that both need to be removed from the endoscope and accounted for. The team feels that the language of the instructions for use still needs to be made clear. Furthermore, when these changes to the instructions for use were made, the company failed to update the revision of the instructions. The revision of the document, both before and after the additional lines of instruction were added, is (B)(4). However, the document was updated on (B)(4) 2012, and required a new revision number. Finally, the company has not notified the consumers that the instructions have changed. There is a concern that without notification that the instructions for use have changed other users of the endocheck product will continue to remove the wire and tube form the proximal end of the scopes and may have a similar or more serious incident than the one this medical center experienced.

Event description:
Unclear instructions for use for the endocheck - hemoglobin residue test. Once the swab end of tubing is inserted into the scope, the instructions state "push it all the way through one (1) time. Cut the swab end off the wire with scissors directly into the vial." The instructions do not indicate if the wire tubing is withdrawn through the distal or proximal end. The cutting of the swab end caused a small burr and when withdrawn through the proximal end. A 13cm of the wire remained in the scope. The burr apparently caught on the distal end of the scope during the withdrawal process.